Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occured. The target lesion was located in the right coronary artery (rca) via a saphenous vein graft (svg). The physician placed two wires, a non bsc wire in the svg to postero-lateral artery (pla) and a forte es wire in the svg to patent ductus arteriosu (pda). A 3.0mm x 16mm synergy drug-eluting stent was advanced to treat the lesion in the distal rca. However, the device would not advance past a previous stent placed several years ago. The physician pulled the device out from the patient's body and noticed the stent was not on the stent balloon. At that time, the physician noticed that the stent was in the svg overlapping the old svg stent on the proximal side. The wire was still in the middle of the dislodged stent so the physician took a 3.0x15mm non-bsc balloon and was able to deploy the stent. The physician took another 4.0x15mm non-bsc balloon and post dilated the stent. The procedure was completed with a 3.0 x 15 non bsc drug coated stent, successfully delivered and deployed in the planned lesion in the distal rca. No patient complications were reported.